Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-07696 and 1627487-2013-07698. It was reported, the patient had the scs system explanted and replaced in the month of (B)(6). The reason for the explant was unknown, but it was stated the ipg might have been at the end of life. It was reported, the patient received a new scs system from a competitor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.